Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) was defective during procedure.there was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp (erc). The incident occurred in weston, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the erc did not open or close. In order to solve the issue, the entire erc was replaced with a new one. All components were inspected and tested according to the manufacturer's specifications, and all was working properly. Therefore, the replaced device was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4. Correct sn has been provided. The sn field and UDI have been updated. H.11. According to the complaints database review, no further issues have been submitted for this unit since its installation in 2017, and neither concerning trend has been identified. Based on the collected information, the specific faulty component that led to this issue cannot be determined. The wearing of electro-mechanical devices, that can be originated by the specific use condition at customer site, may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.